Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 8 of 17.

Event description:
Impossible to insert the sleeves into a 1.8 mm incision. The sleeves are too soft. No patient impact. No product available.